Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a cgm (dex 048) issue. It was alleged that the sensor wire is broken; the reporter stated the patient developed a cyst on the arm and the affected area on the arm started becoming black. The patient was reportedly seen at the hospital where an echography was performed confirming the presence of a 1 cm x 5 mm cyst. The health care provider prescribed application of topical salve to the area for one week and follow up in one week. This complaint is being reported because the patient reportedly experienced injury due to broken sensor wire.